Event description:
Customer reported that a c2002 was attached to an insyte cannula and three-quarters of an hour later, after giving anti-sickness drug and steroid, they flushed the extension set with normal saline and noticed spray from hole in tubing. This was prior to using chemo drugs. It had been clamped. They have also noticed blood back-tracking into tubing unless they clamp off to the extreme of the clamp. No medical intervention was required to either the pt or staff member.